Event description:
Procedure: lavh and vaginal vault suspension. Reportedly, the tip on the needle could not be located when the device was removed from the patient. The procedure was completed without incident. The tip was subsequently located via x-ray. The surgeon elected to leave the tip in the patient.